Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received detected movement in hall sensor. Customer¿s blood glucose level was 169 mg/dl. Customer reported that insulin pump was passed displacement test and was able to rewind the insulin pump. However, customer received hardware low level failure error. Customer was able to successfully clear the hardware low level failure alarm. Customer stated that they were failed during second performance of self-test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self test. No hardware low level failures was noted during testing; however, hardware low level failures is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.